Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the pediatric patient experienced hyperglycemia, was hyperactive, and experienced abdominal pain. The cgm reading was approximately 200-230 mg/dl but would also have been high at times. When the parent took a fingerstick the blood glucose meter was unable to read the value, indicating a value above 500 mg/dl. When ketones were tested these were 4.3 mmol/l. An ambulance was called and the patient was brought to the hospital. The patient would have experienced diabetic ketoacidosis. The patient was treated with insulin via injection by the parent, and with unspecified electrolyte treatment at the hospital, but no further details were available regarding this. The patient was discharged after approximately 24 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.